Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture dates: monitor sn (B)(4) - 01/08/2016, electrode belt sn (B)(4) - 09/11/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was reportedly in a rehabilitation facility at the time of passing. The staff at the facility initiated CPR and transported the patient to the hospital. Per clinical review of the patient's continuous ECG recordings, the patient was in a paced rhythm at 70 bpm that transitioned to sinus tachycardia from 120 bpm to 150 bpm. The patient's rhythm then degraded to ventricular fibrillation (vf). The patient remained in vf for approximately 31 seconds before receiving a non-lifevest defibrillation. The patient did not receive a treatment from the lifevest due to the CPR/motion artifact. The patient's rhythm at the time of the non-lifevest defibrillation was vf and the patient's post-shock rhythm was asystole with pacemaker spikes. The patient's rhythm then transitioned to a paced rhythm at 90 bpm to 110 bpm with CPR/motion artifact until the electrode belt disconnection at 06:18:55 on (B)(6) 2020. The patient subsequently passed away. There is no indication or allegation that a device malfunction caused or contributed to the patient's passing. Due to the CPR/motion artifact preventing the lifevest from treating the patient while they were in a treatable rhythm, reporting event out of abundance of caution.